Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and bs obtryx were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy and enterocele repair due to vaginal vault prolapse, cystocele, rectocele, and enterocele. It was reported that patient underwent a procedure on (B)(6) 2009.

Manufacturer narrative:
It was reported that patient underwent mesh excision on (B)(6) 2012 by dr. (B)(6).